Manufacturer narrative:
B3- date of event - estimated. D4- the unique device identifier (UDI) is unknown because the part number and lot number were not provided. The devices were not returned for evaluation. A review of the lot history records and complaint history could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Attachments: e-166012 rpt2142066, rev a and e-166012 tables. The adverse patient effects referenced in b5 are reported on a separate medwatch report # na.

Event description:
It was reported that physician survey was performed to support the safety and performance of the nc trek neo dilatation catheter. Physicians were asked to report on how often the device performed as intended, which was defined as successful delivery, inflation and deflation of the balloon, as well as safety outcomes. The survey results reported the following adverse patient effects: dissection, arrhythmia, embolism, occlusion and myocardial infarction. The survey results reported the following device malfunctions: failure to advance, inflation issues, deflation issues and balloon rupture, reported as ¿balloon burst¿. Please see the attached report and tables for additional information.